Event description:
It was reported that shortly after the patient experienced eight episodes of vf (ventricular fibrillation), with at least one episode treated with two shocks, all impedance measurements spiked, then dropped back down. About three weeks later, an alert triggered for high atrial impedance, and there had been no r-wave measurements since the episodes. The egm (electrogram) showed atrial and ventricular pacing, with no evidence of capture, and no patient activity was noted since the month before. The entire system remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076-52 implantable pacing lead, (B)(6) 2002. (B)(4).